Manufacturer narrative:
The lead was subsequently returned for testing. Boston scientific's post market quality assurance laboratory cannot confirm the observed clinical observation of dislodgement. However, evidence and past experience suggests that lead dislodgement can be the result of unique patient physiology and /or implant technique (which is often dictated by patient anatomy). Lead dislodgement is a potential complication of implantable pacing and is described in device labeling. Boston scientific will continue to monitor for similar events to ensure that no lead displays an abnormal rate of occurrence.

Event description:
Boston scientific crm received information that this atrial lead had dislodged. It was reported that this patient has a shunt and his wife pulls him out of bed every morning. This is the likely the cause of the dislodgement. A revision procedure was performed to reposition the lead. However, during this procedure, the lead sustained insulation damage and was subsequently explanted. A new atrial lead was implanted without further incident.

Manufacturer narrative:
The lead was not returned for testing. Therefore, boston scientific crm cannot confirm the reported clinical observations. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.